Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unexpected replace battery alerts and replaces battery now alarms noted in the format history file and the power management graph indicated connector resistance issue. Connector for connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 5 days with the unit functioning properly during testing. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly stained serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received replace battery now alarm without low battery alert more than once. The customer's blood glucose was unknown at the time of incident. The customer does not recall any significant events leading to anomaly. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.